Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 400-499 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released 2 days later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.